Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed pump supplies multiple times. Customer's blood glucose was 105-280 mg/dl. Customer reverted to using manual injections for insulin therapy. Customer was using fiasp insulin with the pump and was aware insulin was not labeled for use with the pump. Reportedly, customer's healthcare provider changed the type of insulin.